Event description:
Patient was implanted with a prolite mesh for the treatment of an abdominal muscle separation in (B)(6) 2012. He experienced lots of pain right after surgery and he has not completely healed as of today. He went back to the emergency room in (B)(6) 2012, where he was diagnosed with a wound infection. He was admitted for 5 days and it was discovered that the sutures never dissolved around the mesh. He was also told that the mesh was bad. He is still on antibiotics and has a home health nurse who comes every other day. The bad sutures and the mesh were explanted in (B)(6) 2012. His wound was packed with calcium alginate and is still healing. He is currently disabled.